Event description:
A malfunction alarm was reported with a specific code, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.